Manufacturer narrative:
Lot number is unknown, not provided. UDI number is unknown as the lot number was not provided. Expiration date is unknown as the lot number was not provided. Manufacturing date is unknown as the lot number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the consumer experienced severe irritation in her eyes after wearing contact lenses cleaned with the disinfectant solution of consept 1-step. It was clarified that the consumer rinsed their contact lenses with the disinfecting solution and then applied the lenses to the eye. The consumer visited an eye clinic and the ophthalmologist said eyes were fine. However, a prescription drug (reportedly eye-drops) were prescribed as the eyes had been too irritated to keep them open at that time. No further information was provided.

Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: lot number was unknown. So, manufacturing record review was not available. A search of complaints for the product family was conducted based on the previous 12 months, a product deficiency was not determined. Conclusion: based on the results of the investigation there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.